Manufacturer narrative:
Results of investigation: vyaire medical reviewed the event trace log and determined that the events from the date of the incident were overwritten.

Event description:
It was reported to vyaire medical that a patient passed away while connected to a ltv ventilator. There was no report of a malfunction from the customer, nor any additional information provided regarding the reported event.